Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a second surgery on her right knee to repair a patellar fracture and to revise the triathlon replacement knee.

Manufacturer narrative:
An event regarding revision surgery to repair a patellar fracture involving a triathlon patellar was reported. The event was not confirmed. DHR review determined that the lot was manufactured and packed to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. The exact cause of the fracture could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a second surgery on her right knee to repair a patellar fracture and to revise the triathlon replacement knee.